Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: 18fr manta deployed post tavr procedure. During deployment physician noticed the device jumped forward resulting in the collagen being deployed into the vessel. Once confirmed via post shot a covered stent was deployed in the cfa to achieve hemostasis. Additional information: central access was gained utilizing micro puncture and ultrasound in the right common femoral artery. Vessel size was 8.4mm with mild posterior calcification and no reported tortuosity. Blood pressure was 137/53 and act was 240 prior to closure. Both heparin and protamine were administered prior to closure. The manta was deployed at the measured depth, but the physician pulled the green/yellow and advanced the blue tube. Once he met resistance , he pulled back until he heard a click and at that moment the blue tube of the device jumped forward. The patient was reported as fine post procedure and was discharged the following day.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 75-year-old male patient, 74kg, 170cm, presented to the or for a tavr procedure. Ultrasound guidance and micropuncture were utilized to gain centrally positioned access. The vasculature was 8.4mm, with mild posterior calcification, and a measured depth of 2cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths. Following the tavr procedure, an 18f manta was deployed to the measured depth in the right common femoral artery (cfa). During deployment, the physician withdrew the manta closure until the yellow/green was visible in the tension window and proceeded to advance the blue lock advancement tube. Once resistance was met, the physician began pulling back till he heard a click simultaneously while the blue lock advancement tube "jumped forward". A post-angiogram confirmed collagen inside the vessel. A covered stent was deployed, achieving hemostasis. Numerous causes for intraarterial deployment have been established. However, due to insufficient information regarding the initial and deployment procedures, patient conditions, and environment, no device or angiograms were submitted for this investigation, and the exact cause for the intraarterial deployment remains undeterminable. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, accidental positioning of some or all of the collagen within the femoral artery, leading to stenosis and other access site complications possibly requiring surgical repair.

Event description:
It was reported that: 18fr manta deployed post tavr procedure. During deployment physician noticed the device jumped forward resulting in the collagen being deployed into the vessel. Once confirmed via post shot a covered stent was deployed in the cfa to achieve hemostasis. Additional information: central access was gained utilizing micro puncture and ultrasound in the right common femoral artery. Vessel size was 8.4mm with mild posterior calcification and no reported tortuosity. Blood pressure was 137/53 and act was 240 prior to closure. Both heparin and protamine were administered prior to closure. The manta was deployed at the measured depth, but the physician pulled the green/yellow and advanced the blue tube. Once he met resistance , he pulled back until he heard a click and at that moment the blue tube of the device jumped forward. The patient weas reported as fine post procedure and was discharged the following day.